Event description:
During ascending aortic dissection surgery, the hand held, high temperature cautery caught the dacron graft on fire causing a hole in the graft bigger than what was intended. The fire was extinguished with bulb flush saline, the graft was repaired with sutures, and there was no harm to the patient. According to the operating report: we then made a hole in the valsalva graft for the left main button. Actually, in doing this, we were using an eye-cautery. The actual graft in doing this actually developed a small flame which was immediately put out with saline. This actually made the opening 1-1/2 larger than ideally planned; however, we had made a very large button, so this allowed us to sew this button on with adequate tissue to close this. I had not seen the eye-cautery cause this on the graft before, but the valve was fine and there was no flame on any of the patient, it was just the graft itself. Another cautery tool was obtained and we then positioned the right coronary button, again, using the eye-cautery. We had no issues with doing it for this and making a hole for the right coronary button, which was then sewn onto the valsalva graft.